Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness and oversensing of atrial beats and chronic low r-waves were noted on the right ventricular (rv) lead. This led to under pacing on the same rv lead. It was further noted the lead may not be in optimal position. It was noted that the patient was hemodynamically unstable. The lead remains in use. No patient complications have been reported as a result of this event.